Event description:
Per the customer "most recently, the mattress remained completely deflated for approximately five days, causing the member to lay directly on the metal frame of the bed, this resulted in worsening of the member's existing pressure ulcer".

Manufacturer narrative:
According to the customer the "the member, who is bariatric, has been using this mattress since (B)(6) 2025, the mattress has had ongoing issues with deflation, and despite multiple service visits from our company technicians, the issue persisted". Per the customer "most recently, the mattress remained completely deflated for approximately five days, causing the member to lay directly on the metal frame of the bed, this resulted in worsening of the member's existing pressure ulcer". Per the customer the user "required hospitalization as a result of the worsening pressure ulcer caused by lying on the deflated mattress for an extended period". The sample/device was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.